Event description:
This report is bing filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, it was reported that venous air alarms occurred which could not be resolved. No air was observed by the operator and after several unsuccessful attempts to recover form the alarm, the treatment was terminated and the cartridge disposable set discarded resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The returned cycler was inspected and tested. The reported alarms could not be replicated during testing, however, inspection determined that the air sensor was loose in its housing which most likely caused an intermittent signal which triggered venous air alarms. Device labeling includes instructions to discontinue the treatment and return the patient's blood if alarms cannot be resolved promptly. A direct correlation between the nxstage system one and the reported patient blood loss cannot be established. The event has been reviewed with facility staff. Nxstage medical considers this report closed. No additional information will be provided.